Event description:
It was reported that a pump motor stall occurred. A confirmed motor stall was noted in the attention dialogue box; the motor stall was not recorded in the event logs. All programming was verified to be correct. The pump was updated and the motor stall message was no longer "in visible the pump status window". No patient symptoms were reported.